Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustainted during the surgical procedure. The lead was otherwise normal and exhibited normal electrical characteristics.

Event description:
It was reported that review of stored session records showed oversensing which led to inappropriate therapy. A chest x-ray confirmed lead dislodgement. The lead was repositioned successfully. The next day, increased thresholds and pacing lead impedance were noted. When repositioning was unsuccessful, the lead was explanted and replaced.